Event description:
Additional information was received that the device was programmed to vvi and the patient was prescribed medications for the atrial fibrillation (af). The product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right atrial (ra) lead exhibited low out of range pacing impedance measurements less than 200 ohms and undersensing of atrial fibrillation (af), resulting in pacing through the rhythm. Boston scientific technical services (ts) discussed a suspected lead issue. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.